Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated the patient is able to effectively charge her replacement ipg and is no longer experiencing discomfort at the ipg site.

Event description:
It was reported the patient had not charged her ipg for an extended period of time and the ipg was inoperable. The location of the ipg was uncomfortable and due to the location (center of the patient's upper back) the ipg was difficult for the patient to charge. Surgical intervention was undertaken and the ipg was explanted and replaced with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.